Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders took long time to cross to pyxis. A technical support specialist (tss) dialed into the application server and confirmed through downtime query that message flow was current, though the customer experienced slow communication; further investigation of the external inbound processor service logs revealed repeated non-concurrent collection errors during admit discharge transfer (adt) message preprocessing, indicating a known application issue. Reference to knowledge article med es server messages not processing concurrent error confirmed applicability, and an attempt to run the associated eft script failed due to null constraint errors in core database tables. The issue was identified as a known production incident (pi) es 88028, with a temporary workaround of restarting the pyxis external inbound processors service whenever errors reoccurred. The customer confirmed system stability, leading to successful resolution of the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the order created in epic took a significant amount of time to cross over to pyxis. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the order created in epic took a significant amount of time to cross over to pyxis. However, there were no delays or adverse events or injuries reported based on this event.